Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported , the balloon of a 5f mynx control vascular access device (vcd) ruptured in a non-calcified iliac artery. The balloon lost pressure in the patient. The balloon ruptured after pull back to the arteriotomy. The procedure was completed by manual pressure. The patient recovered after the event. The deployer¿s was mynx certified . A 5fr non-cordis sheath was used during the procedure. The mynx vcd was prepped according to the instructions for use. The patient was not hospitalized, and the hospitalization was not extended because of the event. The device will be returned for evaluation .

Manufacturer narrative:
As reported , the balloon of a 5f mynx control vascular access device (vcd) ruptured in a non-calcified iliac artery. The balloon lost pressure in the patient. The balloon ruptured after pull back to the arteriotomy. The procedure was completed by manual pressure. The patient recovered after the event. The deployer¿s was mynx certified . A 5fr non-cordis sheath was used during the procedure. The mynx vcd was prepped according to the instructions for use. The patient was not hospitalized, and the hospitalization was not extended because of the event. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock closed. The sealant remained in the manufacturing position, exposed to blood. The procedural sheath was returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2200601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.